Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. The sample was visually inspected and flow tests were performed and the reported condition could not be confirmed. No signs of flow problem were observed during the functional test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor experienced a no flow. An attempted was made to force prime the device, however this was unsuccessful. There was no patient involvement. Additional information was requested and is not available.